Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). During the analysis of the history log files no abnormalities could be detected. The device was visually investigated. All cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No external damages on the housing part or operating unit could be detected. A functional test was performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection, the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation only the upper housing part was removed. No damages or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation could be detected. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." Customer information: according to the customer the volume limit was programmed/set correct but despite of that the pump infused medicine completely.